Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. There were no temperature alarms observed. Customer reported blood glucose (bg) level was 182 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.